Event description:
It was reported that the device spontaneously disabled. The nurse noted she never intentionally disabled the device, and no specific error codes were noted. The device history records for the generator were reviewed. The generator passed final functional and quality specifications prior to release for distribution. No further relevant information has been received to date.

Event description:
Internal data from the generator was received and reviewed.